Event description:
It was reported by the patient that approximately 3 months ago while on a cruise traveling, the patient reported feeling frightened due to the patient¿s heart rate fluctuating from 60 to 120 beats per minute depending on where the patient was on the ship. It was also reported that there was a physician on the ship that performed an electrocardiogram and the pacemaker was functioning properly. Follow-up with the clinic revealed that the patient was last seen in office approximately 8 months prior to the cruise. The pacemaker was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).